Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "malfunction of the communication port" was confirmed during product evaluation. The root cause of this condition was assigned to the isocom pcb. The main isocom was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility reported a colleague infusion pump with a malfunction of the communication port. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up, while in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. The software version is currently unknown. No additional information is available.